Event description:
It was reported that after an unspecified da vinci-assisted surgical procedure completed with no reported injury, while cleaning the maryland bipolar forceps instrument, a staff nurse noticed that part of the plastic insulation was burnt on the crotch of the instrument jaws. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the monopolar curved scissor instrument touched the white plastic bit of the maryland bipolar forceps which caused the damage as reported by the customer.

Manufacturer narrative:
A return material authorization (RMA) has been issued and isi has requested to have the maryland bipolar forceps instrument be returned for evaluation. However, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Event verification confirmed that the console surgeon performed a radical prostatectomy without lymphadenectomy surgical procedure on (B)(6) 2022 on system sk4013. A review of the instrument log for the maryland bipolar forceps instrument (part #471172-16 / lot #k10211018-0014) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk4013 for approximately 2hr 26min. The alleged event occurred on the 9th use of the instrument with 5 uses remaining. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of bipolar yaw pulley thermal damage to be related to the reported complaint. The instrument was found to have charring and localized melting at the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path the instrument passed the electrical continuity test. The root cause is attributed to mishandling / misuse. Additional finding not reported by site: the instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of corrosion is typically attributed to mishandling / misuse, most commonly caused by improper cleaning / reprocessing techniques.

Event description:
Refer to h10/h11 for follow-up information.